Event description:
The event occurred on an unspecified date and involved a unspecified needleless connector. The report stated that the connector is leaking somewhere within, not at the connection site. There was unknown patient involved and unknown harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.